Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. Notification light stopped flashing immediately. Customer reported insulin pump had not been exposed to temperatures below 41°f (5°c).no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, and active current measurement, however the device alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation, power error 75 during self test, and power error 25 alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the device was monitored and is functioned properly.